Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 7" (18 cm) appx 0.31 ml, smallbore ext set w/remv microclave® clear, clamp, rotating luer. It was reproted that the product failed during a cat scan procedure as the end of IV extension set sticking and failed to connect to catheter causing blood to leak out onto the floor. There was patient involved but no harm reported.